Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following a mastectomy procedure, the implantable cardioverter defibrillator (ICD) device alerted for 20 seconds. The physician thought that the tone was related to the reactivation of the device after the procedure, but one day later, the patient came back indicating that the device continued to beep every so often. It was suspected that the device sensed electromagnetic interference (emi) from the cautery use during the mastectomy procedure. The device remains in use. No patient complications have been reported as a result of this event.